Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/16/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * please confirm the number of devices that broke during this procedure. * were there any patient consequences? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. D4: UDI: as the catalog/model number and lot was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2024 and suture was used. During the procedure, at 9:30, the surgery was performed. During the operation, when using suture to ligate the gallbladder, the surgeon applied moderate force, but the suture broke several times in a row. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.